Event description:
The clinic reported that a laser vision correction patient presented with edema and epithelial ingrowth due to the corneal flap folding in the left eye. The condition progressively worsened over two months and was causing corneal toxicity. The flap was lifted and the epithelial ingrowth was removed and the epithelial outside flap edge was removed. A bandage contact lens was placed on the cornea. The patient¿s visual acuity at a post op visit two weeks following the epithelial ingrowth removal was 20/30 in the left eye. The clinic reports that there was no loss of best corrected visual acuity.

Manufacturer narrative:
Date of the report: (B)(6) 2013. Initial reporter: (B)(6). Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.